Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had lots of air bubbles. The customer¿s blood glucose was unknown. Customer reported that they were filling the reservoir and took out when I put it on the bottle it started leaking and after we took it apart because I had insulin all over the table pump. The customer was assisted with troubleshoot. The customer stated that pump had air bubble and the size of air bubbles is medium size poke-a-dot on a blouse. The reservoir will not be returned for analysis.